Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without lead serial numbers, the manufacturing dates cannot be determined.

Event description:
It was reported that during lead implant, the left subclavian vein could not be used due to thrombosis, so right subclavian vein access was used for the atrial and ventricular leads. No further patient complications were reported as a result of this event, and the leads remain in use. The patient outcome was reported to be resolved.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.